Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose. The customer was throwing up and was taken to the hospital. The customer was experiencing unexplained high glucose for the past month troubleshooting was performed. The time was correct, but the date was incorrect. Ran a fixed prime test and passed. During the call, the customer stated being hospitalized also on (B)(6) 2003 for low blood glucose. The customer stated that he visited his doctor on (B)(6) 2011, and there were changes to his insulin pump. The customer called back and stated that his glucose level has dropped to 48 mg/dl in the morning. The customer treated with food and glucose tablets. Found that the customer was using proper techniques. The reservoir was showing the same amount of insulin that the status screen shows. Reviewed the alarm history and found several error alarms. Ran a displacement test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.